Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found all four caster brake pucks were out of adjustment and the teeth on the left foot caster was worn. The tech readjusted the brake puck spacing and replaced the left foot caster to repair the stretcher.